Manufacturer narrative:
Additional information:d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, failing flow accuracy test was reproduced. The device was sent to the flow lines for flow testing at 40 ml/hr for 60 mins at 40 vtbi with the results of 42.114 and failing error percentage of 5.285%. A review of the history log revealed that the volume calculations were accurate, however the condition observed by the user cannot be determined through the history log. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel out of adjustment. The pressure plate travel requires to be adjusted to correct the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failing the flow accuracy test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.